Event description:
This event occurred in japan. The patient wore 2 week menicon premio (2 week replacement contact lens, daily wear), which is a similar device of menicon asrb (asmofilcon a) silicone hydrogel soft contact lens (k180004). On (B)(6) 2026, the patient (pt) was seen by an ophthalmologist due to pain in her left eye and was diagnosed with a corneal ulcer. Pt was prescribed levofloxacin, bestron, and ofloxacin, and was instructed to continue follow-up visits. On (B)(6) 2026, the pt returned for a follow-up examination and was diagnosed as having recovered from the corneal ulcer. We received the lens from the pt and conducted an investigation on 3 march 2026. Details of the investigation results are shown in b6.